Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the patient¿s therapy worked for a while after lead revision, but it stopped relieving their target pain and there is no benefit anymore. The patient was in pain and cycles between good and bad days, but they had more bad days than good. The device was recalibrated by a manufacturer representative (rep) but it still was not relieving the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.